Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported obstruction of flow event. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Lot release was found to have met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level increased to 25.6 mmol/l (460.8 mg/dl) while wearing the pod for approximately 5 to 24 hours. The patient stated that the pod had become clogged and that insulin was leaking when the pod was inspected. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided.